Event description:
Customer reported a primary infusion of piperacillin/tazobactam 100 ml was programmed to infuse at 25 ml/hr for 4 hours; however, 30 minutes after the start of the infusion, the 100 ml bad was empty. No pt harm or medical intervention was reported. Although requested, no add'l info was provided.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The event logs have been received and the eval is pending. A follow up report will be submitted with investigation results once the eval has been completed.